Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while the physician was attempting to implant the low-voltage pacing lead, the lead would not advance any further. It was noted the patient had very difficulty anatomy and due to the tortuous anatomy, the lead insulation stretched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.